Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they had a button error on their insulin pump and none of the buttons were responding. A medtronic rep called emergency medical assistance due to the customer having low blood glucose of 39 mg/dl at the time of the incident. The customer used food, drink, and glucose tablets to treat. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the paramedics took over the customer's care. The insulin pump will not be returned for analysis.